Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)year-old hispanic female patient underwent a revision breast augmentation with two 425cc mentor smooth round moderate plus profile prostheses and experienced bilateral skin reaction and paresthesia postoperatively. The patient reports that she has been experiencing no sensation throughout both breasts, since the date of implantation. In early 2020, the patient started to feel itchiness on both breasts. As a result, the patient is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right-sided prosthesis.